Event description:
Patient came into hospital with signs of shunt malfunction. Patient went to surgery and it was found that the snap-on part of the shunt was disconnected from the catheter. Removal of ventriculoperitoneal shunt, insertion of external ventricular drain. Premature infant born at 26 weeks, 3 days.